Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device extruding from the glans penis. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was stable, the event resolved, and there were no additional patient complications reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the extrusion and migration was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders observed to be damaged. The kink resistant tubing (krt) of both cylinders were identified to be cut down the input tube sleeve junction. The rear tip of cylinder 1 was identified to be trimmed down. This damage that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders passed leak and pressure tests performed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir kink resistant tubing was identified to be cut into pieces. There were leaks in the reservoir shell that were the result of sharp instrument damage which probably occurred during the explant surgery. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; however, the investigation conclusion code of known inherent risk of device was chosen. Based upon medical review assessment, the data reasonably suggest the clinical events of cylinder migration and extrusion from the penis glans resulting in surgical intervention with device replacement is anticipated in nature and severity as per the IFU (information for use) and ha (hazard analysis).

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device escaping from the glans. The device shot out from the glans penis. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was stable, the event resolved, and there were no patient complications.